Event description:
Patient index procedure was prompted by stable angina. During index procedure the physician implanted three endeavor sprint drug eluting stents to treat lesions, one in the cx, one in the om, and one in the 1st diagonal. Approximately 37 months post index procedure, the patient expired. The cause of death was cardiac, unknown cause. The investigator has indicated that the death was possibly related to the study device.

Manufacturer narrative:
Evaluation codes results: inherent risk of procedure (death is listed in the IFU as potential risk of pci procedure) evaluation codes conclusion: known inherent risk of procedure (death is listed in the IFU as potential risk of pci procedure) (B)(4).